Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional h6 patient codes: 2061, 2360, 3191- loss of appetite. Additional b5 narrative: it was reported that the patient experienced swelling, nausea, chills, scarring, disfigurement and loss of appetite following surgery.

Manufacturer narrative:
Date sent to FDA: 9/22/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-18112019-0000595173 submitted for adverse event which occurred on (B)(6) 2010. Mwr-18112019-0000595176 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2010 during which the surgeon noted ¿the previously placed mesh was detached at the left corner and was lax. The undersurface of the mid portion of the mesh was freed, taken down, divided and removed. A small enterotomy was made and repaired. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced pain, mesh detachment, bulging, inflammation, stress and anxiety. No additional information is provided.